Event description:
Reportable based on device analysis completed on 29oct2021. It was reported the device unexpectedly shutdown during use. A 2.4mm jetstream xc catheter was selected for use to treat an occlusion in the popliteal artery. The device was activated in blades up mode. After a few passes through the lesion, it completely stopped working. The device could not be reactivated, and a drug-coated balloon was used to complete the procedure. There were no patient complications. However, device analysis revealed the blades stopped spinning.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). H6 - evaluation conclusion code: updated to quality control deficiency. Device eval by MFR: the jetstream device xc 2.4 was received by boston scientific for analysis. The shaft and the remainder of the device was inspected for damage. Visual examination showed no shaft damage. The functionality of the device was checked by setting up the product per the instructions for use. The device primed as designed. The device was activated, and the blades did not spin as designed. The devices motor was heard; however, no tip rotation was noticed. It was noticed the pinion gear had slipped off the drive shaft. When the gear slides off the shaft and does not contact the motor gear, rotation of the tip would stop. The gear was removed and inspected. Adhesive was present on the gear as designed. The internal bore diameters on the gear were measured and found to be above specification.

Event description:
Reportable based on device analysis completed on 29oct2021. It was reported the device unexpectedly shutdown during use. A 2.4mm jetstream xc catheter was selected for use to treat an occlusion in the popliteal artery. The device was activated in blades up mode. After a few passes through the lesion, it completely stopped working. The device could not be reactivated, and a drug-coated balloon was used to complete the procedure. There were no patient complications. However, device analysis revealed the blades stopped spinning.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device eval by MFR: the jetstream device xc 2.4 was received by boston scientific for analysis. The shaft and the remainder of the device was inspected for damage. Visual examination showed no shaft damage. The functionality of the device was checked by setting up the product per the instructions for use. The device primed as designed. The device was activated, and the blades did not spin as designed. The devices motor was heard; however, no tip rotation was noticed. It was noticed the pinion gear had slipped off the drive shaft. When the gear slides off the shaft and does not contact the motor gear, rotation of the tip would stop. The gear was removed and inspected. Adhesive was present on the gear as designed. The internal bore diameters on the gear were measured and found to be above specification.